Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving baclofen (500 mcg/ml at 251.24 mcg/day) in flex dosing mode, via an implanted pump. The pump's indications for use (ifus) were noted as intractable spasticity and multiple sclerosis. The rep initially reported on 2016-01-18 that the clinic called and reported that the pump was alarming and that the patient had not had magnetic resonance imaging (MRI) performed. The print report that was later provided indicates that a motor stall occurred on (B)(6) 2016 at 17:08 and recovery occurred on (B)(6) 2016 at 15:44. The pump was replaced on (B)(6) 2016. No patient symptoms were reported. Follow-up was conducted for the patient¿s pertinent medical history, the baclofen type and lot number, other medications the patient was taking at the time of the event, troubleshooting performed, the cause of the event, symptoms, and the event resolution status. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Pump analysis results revealed gear train anomalies in the pump motor (corrosion/ wear/lubrication and stall due to shaft-bearing) and low battery reset due to an undetermined cause.

Event description:
Additional information received from a rep indicated that to his knowledge, the patient didn't have any symptoms, just an alarming pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.